Manufacturer narrative:
E1 - updated initial reporter zip/post code. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the internal fistula. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured during insertion. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the internal fistula. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured during insertion. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event.